Manufacturer narrative:
Evaluation results indicate the rasps were worn on the shoulder and pin due to use.

Event description:
The rasp was shaky when it was fitted in the rasp introducer. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any patient.